Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant door not fully latched message caused by door hooks out of specification and cracked bosses in the front case. As a result, the front case, door hooks, and latch pins were replaced.